Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to low blood glucose level. The customer reported that they had eaten lots of sugar prior to the event and was treating for it. The customer reported that they were treated with honey and glucose at the hospital. The customer did not experience any symptoms related to low blood glucose level. The customer also experienced diminished battery life, motor errors, deep scratches on the screen and random no delivery alarms. The customer also reported that the buttons were unresponsive and harder presses were required. The device will not be returned for analysis.